Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarm for unexpected restart and external ram crc error. Customer's blood glucose was 130mg/dl at time of incident. Customer states that pump was not stored without battery. Both alarms occur immediately after battery change. Customer advised to monitor the pump and call back if issue recur. Insulin pump will not be return for analysis.